Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11143r14, implanted: (B)(6) 2002. Product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient was having increases in pain that were believed to be withdrawal symptoms. The patient had also presented with sweating and flu-like symptoms including body pain. The pump logs appeared to be normal and an "interoperative" dye study was attempted, but was aborted because the catheter couldn't be aspirated. The physician decided to perform exploratory surgery and ended up replacing the pump and pump connector. The device system was delivering clonidine and bupivacaine. Twenty days later, it was reported that the patient had presented to the emergency room with increased pain. The patient had a return of pain and underlying symptoms. The dye study came back negative for any catheter issues. There was no patient injury and he recovered without sequela.

Manufacturer narrative:
Final device analysis of the infusion pump revealed the following: there were no anomalies found.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that prior to replacing the pump, the pump was "perfect" and working fine for him, until he "went into withdrawals one weekend. The inability to aspirate fluid was relayed as an issue "somewhere between the pump probably at the connection". The patient further stated "it was disconnected or it didn't work". The flu-like symptoms previous reported occurred for about 4 or 5 weeks prior to having the pump replaced, as the patient believed he was getting "less medicine" during that time. The symptoms included stomach aches, and nausea.